Event description:
During the surgical procedure while removing the left tonsil, the bovie tip (megadyne) caught fire. Bovie used was immediately disconnected and bovie was removed from the oropharynx. On withdrawal of bovie (no longer flaming) the inside of right lower tip was struck and a superficial thermal injury was sustained. (Lower lip burn). Pt discharged the next day marked improvement lower lip.